Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is likely that the event foreign material was found inside the nozzle occurred due to physical breakage to the area where the foreign material was detected. In addition, the event foreign material adhered to the distal end and inside the nozzle, it could not be determined what the foreign material was, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection", and preventative measures in "evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign material in the nozzle and plastic distal end cover. There were no reports of patient involvement.